Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that they suspect a disconnected bend relief after reviewing a CT scan. It was reported that the pt first came into clinic for his first appointment post-op and had powers in the upper 6's, but power spikes noted in the history of 10's and 11's. An echo was performed, but nothing significant was identified. He came back to clinic yesterday and had powers consistently running in the upper 7's to low 8's with the continued occasional power spikes. The pt was admitted into the hospital because of a possible sternal incision infection and the CT scan was performed.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (B)(4) was sent to customers. No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.